Event description:
It was reported that an ilet user experienced sustained hyperglycemia with sensor glucose peaking at 340 mg/dl for over 90 minutes while using the ilet with a steel cannula infusion set. Tubing was primed with visible drops and insulin delivery was resumed, and the user acknowledged consuming coffee with cream and sugar without a meal announcement, later administering a 7-unit manual injection and then disconnecting from the pump for approximately two hours. Symptoms included hyperglycemia without additional reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.